Manufacturer narrative:
The handpiece tip of the selector ultrasonic aspirator was not returned. The unit passed all incoming tests with no problem found using an integra test tip. All tests passed. The reported problem could not be verified. A device history record was reviewed and no anomaly was noted.

Event description:
The distributor returned the handpiece of the ultrasonic aspirator for service and it was unknown if there was patient contact. Multiple efforts were made to obtain further information and to date the distributor provided the following information: the handpiece was in contact with the patient and it did not work because it was not recognized by the console. There was another device available for the surgery. The surgery was extended. There was no patient injury involved.